Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 6. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.